Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient was scheduled to undergo a primary breast augmentation procedure with a mentor memorygel breast implant 480cc gel breast prosthesis when a blade dot was discovered on the prosthesis pre-implantation. The prosthesis was never implanted in the patient and there was no consequence to the patient.

Manufacturer narrative:
On 08/21/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Red material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a red particle within the device measuring approximately < 0.04 cm. No other anomalies were discovered. Though a particle was found, it measured less than 0.4 mm. The particle is not large enough to disqualify the device from meeting mentor¿s manufacturing specifications. The DHR was also reviewed and there is evidence the implant was manufactured according to specifications. No similar complaints were reported under the same lot number. Since no patient consequences were reported, the recommendation is to continue to trend. There is no evidence that the issue is related with manufacturing. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).